Event description:
On (B)(6) 2026, the patient underwent endovascular treatment using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. During the procedure, a gore® tag® conformable thoracic stent graft with active control system device, a gore® excluder® conformable aaa endoprosthesis device and gore® excluder® aaa endoprosthesis devices were used. The patient tolerated the procedure. On (B)(6) 2026, a flow limiting external iliac dissection was conducted by a cta. It was noted that the likely cause of right external iliac dissection was due to clamp injury from the iliac conduit. No implanted devices were attributed to the dissection. According to the physician, no occlusion of the device or vessel was noticed. It was reported that on (B)(6) 2026 the patient underwent the right iliac artery stenting (two grafts were implanted). The event was resolved. The patient is doing well. The physician is monitoring the patient.

Manufacturer narrative:
C19: a review of the manufacturing records of the devices indicated the lots met all pre-release specifications. The devices remain implanted and are not available for analysis. It was unknown what device was used at the right side. Also was used: plc121200/ 31377841 UDI# (B)(4). A gore® excluder® conformable aaa endoprosthesis device used during the procedure was reported separately. According to the physician, the likely cause of the right external iliac dissection was due to clamp injury from the iliac conduit. No implanted devices were attributed to the dissection. According to the physician, no occlusion of the device or vessel was noticed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.